Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed .despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of three manufacturer reports being submitted for this article. Refer to medwatch number 34895 and 34897 for additional events within the same article. The subject device is not not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, the article was published on (B)(6) 2023. Therefore, the date the article was published was used as the occurrence date. Article citation: pfister r, frey v, kirsch m, tozzi p, delay d, gunga z, pretre r, niclauss l. Trifecta and carpentier edwards aortic bioprostheses: comparison of six years follow-up outcomes. Asian cardiovasc thorac ann. 2023 may;31(4):312-320. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of the medical article "trifecta and carpentier edwards aortic bioprostheses: comparison of six years follow-up outcomes", the following events were identified as pertaining to ad edwards device: a patient with a valve model 3300tfx implanted in the aortic position underwent reoperation due to severe structural valve deterioration (svd) leading to severe aortic insufficiency after an implant duration of two (2) years and eight (8) months (32 months).